Event description:
It was reported to philips by a customer that the unit was having issues with the power supply or the power board. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated they could not operate on ac power, just battery power. The customer reported the unit's ac and battery power were connected, and the unit turned off. There were no leds illuminated on the front of the unit. The customer stated the unit showed voltage at ac inlet filter but no voltage at power supply output, in diagnostics 24v supply shows zero. The customer has requested part for power supply. The rse provide the customer with the part numbers for the power supply. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Further information was received that the device was being set up for clinical use at the time of the reported event. No harm or injury has been indicated or alleged. The customer replaced the power supply to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
The power supply was returned for failure analysis. The customer¿s complaint was verified. The root cause is failure of the power supply assembly.